Event description:
Patient reported cytology result was negative for bia-alcl. Device has been explanted.

Event description:
Patient reporting rupture diagnosed by MRI. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ no other observation observed.

Event description:
Patient reporting rupture diagnosed by MRI. This relates to the right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.